Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of high pacing impedance and failure to capture. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.